Event description:
Case report from (B)(6) reported as: "initially good clinical results, and normal blood pressure. Nice view of the graft under x-ray after procedure. Aorta broke off 6 days later, no evolution."

Manufacturer narrative:
Event description: the complaint report described the issue the physician experienced as: "initially good clinical results, and normal blood pressure. Nice view of the graft under x-ray after procedure. Aorta broke off 6 days later, no evolution." Analysis of device history records: analysis of the relay plus stent graft system taa packaging assembly DHR, for device with lot #130816035, shows no discrepancies during the manufacturing process. Taa delivery system final inspection was performed and no discrepancies were noticed. The stent graft inspection results did not detect any discrepancies during the inspection. Returned unit investigation: the device was not available for investigation. Images of the patient were received. However, it was unclear where the rupture happened, or the exact root cause of rupture. From the images received, no endoleaks were observed around the stent-graft implanted. As part of the investigation, the sealing zones were observed, and the proximal landing zone was found to be on the shorter side per the recommendation of the IFU. Unclear whether the landing zone was properly accounted for prior to the case. It is also unclear whether other features (such a manipulation of the delivery system or the use of auxiliary devices) may have affected the outcome of the procedure. Based on the manufacturing records, the device had no inconsistencies during its assembly. Without a pre-case planning or information on the rupture, it is impossible to determine with certainty what led to the rupture described. Moreover, an autopsy will not be performed since the patient's family did not request one. In conclusion, the root cause of this investigation is inconclusive. Conclusion: the root cause of the rupture reported was deemed as inconclusive, since no information on the origin of the rupture, or autopsy results could be obtained. This is the (B)(4) reported case of a ruptured aorta in all taa implanted cases. For these (B)(4) cases, it was never possible to confirm a relationship between the relay device and the rupture. For the case at hand, the severity of the failure was critical. Without a proper understanding of the root cause of the rupture, no additional controls steps can be implemented to prevent this from re-occurring.